Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00252 on 16-aug-2019. Additional information (22-aug-2019): the customer reported that novoseven treatment was delayed. Siemens requested for additional information regarding the delay in novoseven treatment from the customer, but to date, the customer has not provided additional information. It is unknown whether the delay of novoseven treatment was related to the delay in obtaining chemistry test results and high-sensitivity troponin I result for this patient. This MDR pertains to the same patient referenced in MDR (B)(4).

Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00252 on (B)(6)2019 and the first supplemental MDR on (B)(6)2019. Additional information ((B)(6)2019): the customer alleged that novoseven treatment was delayed due to the delay in obtaining chemistry test results and high-sensitivity troponin I result for this patient. Siemens further investigated the issue and determined that the atellica solution was experiencing cuvette loading jams and tip jams from 22:01 pm on (B)(6)2019 to (B)(6)2019 . The instrument also produced sample, tip tray, and magline errors during this time frame. As per the instrument's design, when a jam occurs in the cuvette channel or when a cuvette drops into the channel halfway, the pusher continues to try to load cuvettes, without alerting the operator. The magline error described in the initial MDR was triggered by the atellica solution when the affected sample was on the track, however, the error was not associated with the sample; this error was produced for the other samples on the track with pending workorders in attempt to alert the operator that the samples could not be processed as intended. Siemens determined that the cuvette loading errors contributed to the delay in obtaining chemistry test results and high-sensitivity troponin I result for this patient as the sample was pending processing. The immunoassay module did not release the sample from its input processing queue (ipq). Based on the log files, siemens determined that the sample was loaded on the atellica solution at 3:24 am. Once the operator noticed that there were no results generated for the affected sample, the operator performed routine troubleshooting to resolve this issue. As indicated in the initial MDR, the sample was loaded on an alternate atellica solution at 9:21 am and those results were reported to the physician(s). Based on the log files, siemens determined that the sample was repeated on this atellica solution at 14:05 pm and results were produced at 14:15 pm. Furthermore, siemens determined that at 4 am, the vessel movement module (vmm) scheduled maintenance activity was triggered, but maintenance could not be performed since all samples on the track had to be unloaded prior to starting maintenance. Since the sample was stuck in the ipq, the vmm was unable to start its maintenance activity and remained in the "entering maintenance" state. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00252 on (B)(6) 2019, the first supplemental report on (B)(6) 2019, and the second supplemental report on (B)(6) 2019. Additional information ((B)(6) 2019): siemens medical affairs representatives evaluated the information provided by the customer. It is siemens' understanding that novoseven treatment for the patient's hemorrhagic shock is not dependent on the results of the ordered troponin and chemistry tests. The troponin and chemistry tests were ordered as part of the patient's reanimation protocol, but these test results are not a prerequisite to initiate coagulation to stop the bleeding or other treatments, such as fluid replacement via packed red blood cells, fresh frozen plasma, or platelets. These treatment decisions would be made independent of the availability of the chemistry and troponin results. Siemens concluded that the apparent delay of chemistry and troponin test results is unrelated to the delayed administration of novoseven.

Manufacturer narrative:
The customer contacted a siemens customer care center and alleged that there was a delay in obtaining chemistry test results from an atellica sample handler prime device for a patient that expired. It is siemens understanding that there was an error on the middleware, which indicated "check magline status". The process center computer (pcc) on the atellica sample handler prime device was rebooted because the vessel movement module (vmm) stopped. The device is performing within specifications. Siemens medical affairs representatives evaluated the information provided by the customer. It is siemens' understanding that the error message of "no result" [either displayed on the device or the laboratory information system (lis)] should be followed-up by the operator according to standard laboratory practices and procedures. It is siemens' understanding of clinical practice that delay in resulting is apparent to the laboratory as specimen turn-around times are closely monitored as part of good laboratory practice. It is also siemens' understanding of clinical practice that the ordered biochemistry tests (as part of the patient's reanimation protocol) should be also closely followed by the medical team, according to good clinical practice, for their turn-around time and if necessary, request a new specimen collection. The customer reported that this patient, admitted for hemorrhagic shock, expired on the day of testing. The apparent delay in testing and the patient's death appear to be two unrelated events as there is no evidence provided that the death of the patient is a consequence of the delay in testing. It is siemens understanding that the most common and appropriate responses for missing results are repeat specimen collection, repeat analysis, or specimen location by the laboratory; the underlying diagnosis of the patient (hemorrhagic shock) was made prior to the delay in testing. Siemens is filing this MDR in an abundance of caution. MDR 3007494875-2019-00001 was filed for the delay in obtaining hemostasis results for the same patient.

Event description:
The customer alleged that there was a delay in obtaining chemistry test results that were ordered as part of a patient's reanimation protocol from an atellica sample handler prime device. Based on the data provided by the customer, it is siemens understanding that when the sample was initially processed, an error message of "no result" was produced on the patient sample and the error message transmitted to the data management system at 3:58 am on (B)(6) 2019. The sample tube was loaded on an alternate atellica solution at 9:21 am. The customer indicated that the results obtained on the alternate atellica solution were reported to the physician(s) at 10:30 am and that the reported results were correct. The customer reported that the patient expired at 4:40 am on (B)(6) 2019. Statements and actions attributed to the customer are derived from information submitted to the siemens complaint handling system and haven't been verified. This MDR pertains to the same patient referenced in MDR 3007494875-2019-00001.